Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("pain back "), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression, anxiety"), anxiety ("psychological or psychiatric problems condition: depression, anxiety"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), arthralgia ("pain joint"), acne ("rashes or skin conditions-type: acne") and mood swings ("hormonal changes describe: mood swings"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, urinary tract infection, depression, anxiety, migraine, tooth disorder, weight decreased, arthralgia, acne and mood swings outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: result- total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs received: case become incident. Previously added injury nos was replaced with new events: mood swings, vaginal bleeding, menorrhagia, pregnancy (stillbirth or miscarriage), miscarriage, urinary tract infection, depression, anxiety, acne, migraines / headaches, migration of essure device, dental problems, dysmenorrhea, dyspareunia, pelvic pain, back pain, abdominal pain, joints pain, weight loss, device ineffective were added. Lab test was added. Lawyer was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.